Event description:
This is for the hip case. First case hip we needed to re-register over patient for the hip, but that passed and we were able to successfully ream. During impaction, the cup was fully seated under flouro but visually on screen was 15mm proud and posterior-superior outside of cup. He does not take leg lengths with robot so cor capture was not an issue for him since cup was fine visually in wound and uses flouro for leg lengths. Mps reported that the robot is having trouble passing rio verification. He also mentioned that during a hip case the cup was fully seated on the acetabulum but the screen showed like it was off the plan.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
This is for the hip case. First case hip we needed to re-register over patient for the hip, but that passed and we were able to successfully ream. During impaction, the cup was fully seated under flouro but visually on screen was 15mm proud and posterior-superior outside of cup. He does not take leg lengths with robot so cor capture was not an issue for him since cup was fine visually in wound and uses flouro for leg lengths. Mps reported that the robot is having trouble passing rio verification. He also mentioned that during a hip case the cup was fully seated on the acetabulum but the screen showed like it was off the plan.

Manufacturer narrative:
Reported event an event regarding registration fails involving a mako tha software was reported. The event was confirmed. Method & results -product evaluation and results: work performed: reported problem ¿ issues passing rio verification observation: auto arm accuracy out of specifications on both sides action taken: inspected robotic arm and performed kin-cal and tested. Tested tka rio registration/verification on both sides with no issues. Robot de-installation and depot inspection: work performed: crated system to be returned to depot service for refurbishment observation: no issues were discovered during depot inspection, the system passed verification and registration. Testing was completed, no issues detected. Review of the case session files noted the following: tha 4.0 failed tool checkpoint led to incorrect depth of impaction values. Failed tool checkpoint just before bone preparation led to user repetition of robot registration intraoperatively. If robot registration would have been repeated during the 2nd failed tool checkpoint during impaction the correct impaction values could have been obtained. 1. Robot camera setup. 2. Base array which is not stable ¿ make sure that base array is tight and locked into place. 3. Moving the camera during robot registration. These cases show evidence of an unstable base array i.e. Tool checkpoint during the tha case. Note the scripts for bone registration and burr list replay did not work for this session file. The issue with the scripts may be related to a corrupted session archive. A corrupted session archive can be caused by a failure of the user to wait for a session file to download. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that was inspected4 and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise shows no other similar complaints for tha software - registration fails. Conclusions: the alleged failure mode was confirmed to be potentially caused by a failing auto arm accuracy as per the field service engineer visit. No issues were found during inspection of the robot after it had been returned. A review of the log files was not fully completed as the archive file was not provided, therefore, the inaccurate impaction values were not confirmed, however the failed verification was confirmed. Based on the information reviewed there is no indication of any inherent software issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.